Event description:
On (B)(6) 2014 a healthcare professional (hcp) later reported that a representative had met the patient in the emergency department. Per the patient the pump ¿shut off¿. Withdrawal began, and the patient had nausea, diarrhea, and increased pain (date of onset not specified). Per the hcp the patient was doing well, and they had effective therapy with good pain control after the pump was replaced.

Manufacturer narrative:
Product ID 8709, serial# (B)(4); product type catheter (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump revealed motor feedthru anomaly/ shorting across insulator.

Event description:
Additional information later reported the pump was last refilled (B)(6) 2013. The pump began alarming and the patient called. The patient was sent to the ER (emergency room) and the pump was interrogated. The pump was found to not be functioning as expected so IV pain meds began before the patient began withdrawing. The hcp did not believe there was a battery reset message. It was indicated that the patient was doing well, no untoward effects and was receiving effective therapy.

Event description:
It was reported that the patient¿s pump was alarming but telemetry was not yet performed. It was noted that the patient¿s pump was being used to infuse morphine. It was later reported that an alarm was confirmed by telemetry. It was noted that a critical alarm was occurring and safe state occurred. It was reported that a reset occurred ¿ low battery. It was later reported there was a pump problem and the patient was transferred from a hospital in minnesota to wisconsin where they were being treated with IV meds. It was reported that they were planning on replacing the device the next day. Additional information received reported that the patient¿s pump was replaced on 2014 (B)(6). It was later reported that the patient was injured and included withdrawal and a replacement surgery. It was noted that safe state caused the pump to cease. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.